Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device inappropriately shut down. The device would then not power back up. Complainant indicated that there was no pt involvement in the reported malfunction.